Manufacturer narrative:
One used sample was received for evaluation. Visual inspection revealed the thumb valve to be in the down position. The sample was decontaminated, and the evaluation resumed. The valve was manually pulled into the upright position, and then pressed down multiple times. The valve would not advance downward. The thumb valve was then turned to the locked position and pressed down. The thumb valve advanced without resistance on multiple advances. The control valve body was opened to view inside. Visual inspection noted that the mechanical stops (lock pins) designed to align with the lock pins top and bottom and create the barrier needed to prevent the cap from pressing down during locked position, were bent and out of position to perform the necessary stop. The manufacturing process was reviewed and no manufacturing root cause could be determined. All information reasonably known as of 17-oct-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that the thumb valve on the suction catheter became stuck on continuous suction. Per additional information received 4 aug 2017, there was no injury to the patient. The suction catheter was replaced with a new device. The patient is currently "in good state." No further information has been provided at this time.